Event description:
The customer reported that after two days of use, air leaked from the pilot balloon. The patient was recannulated. The tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.